Event description:
Boston scientific (formerly guidant) received information from the patient that he received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. It was noted by the patient that the area around his endograft has increased in size and he may require surgery soon. A physician told the patient the endograft should have never been implanted. To date, no further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.